Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency. The nc tenku referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat the mid left anterior descending artery that had moderate tortuosity, heavy calcification and a 90% stenosis. Pre-dilatation was performed with a non-abbott balloon and the 3.25x15 mm nc trek was used for further pre-dilatation. No resistance was felt during advancement of the nc trek balloon; however the balloon ruptured on the first inflation to 18 atmospheres. The 3.5x15 mm nc tenku was used for further pre-dilatation; however the balloon also ruptured at 18 atmospheres during the second inflation. A non-abbott stent was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.